Manufacturer narrative:
Received one speedband device with the velcro strap for analysis. The ligator head was not returned. It was noticed that the crimp was present on the trip wire. A visual examination of the tripwire found bent in several locations and was partially rolled in the handle with evidence that it was secured in the handle assembly slot when received. The suture was intact and attached to the ligator head and trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band failed to deploy. Reportedly, instead of the first band, the last band was trying to deploy. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band failed to deploy. Reportedly, instead of the first band, the last band was trying to deploy. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.